Event description:
Positioning difficulties were reported during the implant attempt. When the lead was being positioned, the stylet 'got stuck' near the rv coil of the lead. The lead was not implanted and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.